Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: field service engineering (fse) visited the customer to address the reported event. During troubleshooting, fse confirmed the error on the error log. Fse cleaned and lubricated the nozzle spring. Fse perform y-axis, z cup and tube adjustments and provided lubrication to the sampler z-axis and y-axis. Fse also replaced the z bump sensor on the pia board and made adjustments. The customer ran quality controls (qc) and a patient sample with acceptable results. The instrument was verified as operational. There was no further action required by fse. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from (B)(6) 2017 through aware date (B)(6) 2018. There was one (1) similar complaint found during the searched period. The aia-900 operator's manual under section 12 - flags and error messages states the following: [4124] sample-z bump cause: the specimen cap rear-end collision sensor s054 was activated while the specimen dispensing arm z was moving toward the home position. A ss flag will be attached to the measurement result. Action: if the cap is on the specimen, remove it and perform measurement once again. If it is not, contact tosoh local representatives. Check s054 and pm051 for a possible malfunction. The most probable cause of the error message 4124 sample z-bump has not yet been determined. The investigation is in progress.

Event description:
A customer reported error message 4124 sample-z bump with the aia-900 instrument. The customer did not leave any caps on the sample tube but uses the pour off tubes and sample cups. This issue has occurred once before. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of beta human chorionic gonadotropin (bhcg) and alpha fetoprotein (afp) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting. .

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. The pia board was returned for evaluation on 31-aug-2018. Visual inspection of the instrument was performed and the dmm continuity measures were equivalent to that of a known good pia board. The instrument passed visual inspection. The reported error could not be duplicated. The most probable cause of the error message 4124 sample z-bump could not be duplicated. The pia board performed as intended.